Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified the removal of the cement spacer, implanted the tha, clear fluid with no indication of persistent infection, cement spacer removed without complication, prophylactic cerclage wire (synthes) placed to prevent femoral fracture, and the implants placed without complication. Review of the discharge summary identified transfusion of 2 units of blood, following the surgical intervention, the patient was treated in the recovery room, most likely due to a relative lack of volume short-term must be resuscitated. After a short phase of cardiopulmonary resuscitation of less than one minute and with forced volume administration, the patient developed rapidly and a stable krais (arrhythmia) run again. The further postoperative course is regular, 5th rib fractured during CPR, patient ambulating with crutches pod 1, post op xray shows implants in correct position with no dislocation or fracture, leg lengths equal, and no further complications during inpatient stay. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d1; d4; g5; h2; h3; h4; h6 reported event was confirmed by review of medical records received. Review of the available records identified the removal of the cement spacer, implanted the total hip arthroplasty, clear fluid with no indication of persistent infection, cement spacer removed without complication, prophylactic cerclage wire (synthes) placed to prevent femoral fracture, and the implants placed without complication. Review of the discharge summary identified transfusion of 2 units of blood, following the surgical intervention, the patient was treated in the recovery room, most likely due to a relative lack of volume short-term must be resuscitated. After a short phase of cardiopulmonary resuscitation of less than one minute and with forced volume administration, the patient developed rapidly and a stable krais (arrhythmia) run again. The further postoperative course is regular, 5th rib fractured during CPR, patient ambulating with crutches, post op xray shows implants in correct position with no dislocation or fracture, leg lengths equal, and no further complications during inpatient stay. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00630506636 liner standard 3.5 mm offset 36 mm i.d. For use with 66 mm o.d. Shell. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains imlanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05185.

Event description:
It was reported patient underwent removal of a right hip antibiotic spacer with total hip arthroplasty implantation. While in the recovery room, the patient developed an arrhythmia due to blood loss anemia and required CPR. During CPR, the fifth rib was fractured. The patient was stabilized with fluid volume replacement and blood transfusion. No further complications were reported throughout the postoperative stay. Attempts have been made and additional information on the reported event is unavailable.